Event description:
Intra-aortic balloon catheter was inserted at another hosp on 1/8/97. On 1/17/97, the balloon pump began to alarm sending the message "high pressure." No kinking or bending of the catheter was noted. The catheter was observed to have blood in the line and the pump was stopped. The catheter was discontinued by the physician.